Event description:
A surgeon reported having a mild wound burn in an otherwise normal cornea. While using a handpiece through a 2.4mm incision, the occlusion bell was heard just as the surgeon was initiating his first groove. The surgeon immediately withdrew the handpiece and established irrigation. The case was completed through the slightly opacified wound. There was a small gape, but was sealed with a single suture. One week post-operatively, the pt was seeing 20/20 with only mild edema and some localized whitening at the wound.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).